Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal wire separated from the jaw. The harvesting tool was held at the tip while inserting into the cannula to keep it closed. A new device was used to complete the procedure. There was no delay. There was no patient harm. Photo provided by the complainant shows the jaws of the device with the metal wire separated. There is evidence of blood.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from "(B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 10/03/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 10/16/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000403563 history record review was completed. There was one (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.